Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the very calcific superior mesenteric artery (sma). A 6.0x40x75cm express® ld iliac / biliary stent was selected and advanced to treat the lesion; however, crossing difficulties were encountered due to a very tight ostium. When the physician pulled out the device to predilate the lesion, it was noted that the stent was dislodged in the calcium of the sma. The dislodged stent was able to be snared and pulled out through the sheath. The stent was removed from the patient's body. The procedure was completed with the implantation of a 7x37 express ld stent and post dilation was done using a 7x2 balloon catheter. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: over 60 years. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).